Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd vacutainer® sst¿ blood collection tube appeared to be "pierced" before use prior to being removed from the shelf pack. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer complains of pierced cap. The customer complains that the stopper appeared pierced prior to coming out of the shelf pack."

Event description:
It was reported that the stopper in the bd vacutainer® sst¿ blood collection tube appeared to be "pierced" before use prior to being removed from the shelf pack. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer complains of pierced cap. The customer complains that the stopper appeared pierced prior to coming out of the shelf pack."

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for damaged with the incident lot [was/was not] observed. Evaluation of the customer samples was performed and damaged was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #796739 the investigation is still on-going and improvements will be made as the potential causes of this issue are identified.